Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip instrument was analyzed. It was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Additional observation not reported by the site was that the instrument was found to have grip input shaft axis # 7 broken into pieces inside the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the functional/engagement test failure is attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. Once the instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between universal surgical manipulator (usm) carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. The probable root cause of the broken input shaft is attributed to use and incorrect reprocessing conditions. The input disk/shaft component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, large clip applier was not engaging could not be controlled at all. There was a loose part audible from casing. The procedure was completed as planned with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: instrument was not responding to surgeon commands, unable to apply clip despite appropriate tissue thickness. Reporter was unsure about the movement of the instrument.